Event description:
Additional information received indicate the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04644. It was reported the patient experienced ineffective stimulation due to an inability to increase amplitude. In turn, a system check was performed that indicated the patient has high impedance on both leads. As a result, surgical intervention may occur later to address the issue.